Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an exploratory laparotomy procedure, in the initial procedure: there were 2 areas of bleeding. The first location the splenic flexure was not hemostatic used cautery and suture ligation to stop bleeding. The second location was the rectal mesentery; cautery used. It is unknown how many units of blood/blood product was needed. Had to re-operate either same day or next due to internal bleeding. Upon 2nd procedure it was noted that the rectal area was okay, however clotting was noted along the splenic flexure. Prior to the procedure the patient had been on anti-coagulation medication, but inr was presumed to be in acceptable range. The patient is currently in the ICU.

Manufacturer narrative:
(B)(4). The device associated with this pi was not returned. Without the device or batch information it isn¿t possible to determine the exact sequence on the generator log for this pi. The generator log showed that six different nslx120l devices were used on it. There were no error messages associated with the nslx120l devices. The number of activations for nslx120l devices ranged from 14-66 activations. Several devices showed they had a few activations that did not go to end tone. These ranged from 1-3 seconds long. There is no data from the generator log that would confirm the reported issue.